Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed with a 23mm 9750tfx transcatheter valve. No other details were provided

Event description:
It was reported that a patient with a 23mm edwards surgical valve underwent a valve-in-valve procedure after an implant duration of approximately 15 years due to moderate-severe aortic insufficiency. The patient reported onset of heart failure symptoms (nyha class 3) including doe over the last several months. The tavr was performed with a 23mm 9750tfx transcatheter valve successfully. The bioprosthetic valve fracture was performed with a 24mm true balloon. The patient tolerated the procedure well and without any complications. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.